Event description:
The hcp reported the pt had been experiencing lower extermity spasms particularly in the morning, evening, and at night. The hcp gradually increased the intrathecal baclofen doses without benefit, though he did report that the pt experienced some lower expremity weakness. Subsequently, the hcp gradually decreased the it baclofen daily dose and added lorazep am at night. An xray was in 2006 that showed migration of the catheter to t12. The pump and catheter were explanted and replaced in the same month after an implant duration of 45 months. The pt's spasms were partially improved after surgery. "There has been gradual progression of multiple sclerosis throughtout 2005 and the first half of 2006."